Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
Ten days post implant of the right ventricular (rv) lead it was reported that there was low rv lead impedance, noise and short v-v intervals. It was noted that a rv lead integrity alert was triggered. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.